Manufacturer narrative:
Date sent to the FDA: 06/14/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery, abdominal wall debridement of skin and subcutaneous tissue, excision of chronic infected sinus, small bowel adhesiolysis and recurrent hernia repair surgery on (B)(6) 2020 during which the surgeon noted extensive adhesions mainly around the old mesh with phlegmon. Upon manipulating this phlegmon, pus came out from the draining sinus in the anterior abdominal wall. Extensive adhesiolysis was done using scissors and electrocautery with one serosal tear that was repaired with interrupted vicryl sutures. The phlegmon was excised en block along with the fascia, mesh, and overlying skin. The fascia was debrided on both side to healthy-looking tissue, and the hernia sac was dissected from the surrounding tissue. Hemostasis was obtained. It was reported that the patient experienced severe pain, inflammation, bowel obstructions, severe constipation, nausea, colon dysfunction, adhesions, scarring, bulging, loss of appetite and stress and anxiety. No additional information is provided.